Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel was unable to interrogate the patient's device. Boston scientific technical services (ts) was consulted and suggested having a field representative come out to check the pacemaker. The field representative was unable to obtain any further information from the clinic. At this time the pacemaker remains in service and no adverse patient effects were reported.